Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the product for failure analysis evaluation. Sureform 45 stapler logs show the instrument was installed on the system 12 times and fired 10 reloads (2 black, 1 white, 1 black, 1 white, 1 green, 2 white, 2 black, in that order). On installs 3 and 4, a white reload was installed, however no clamping or firing was attempted. On all other installs, the first clamps were successful, and the firings were each completed with no pauses for compression. After install 12, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs. An image was provided and reviewed. It showed an approximated piece of bronchus with some visible staples on the left side of the screen. To the right of the approximated tissue, bronchus was visible with multiple sutures running through it as well as a needle. The tissue did not appear to be open and there were some potential staples toward the cut area of the tissue, but it was hard to tell for sure, it was also unclear if the tissues approximation was due to staples or due to the suture. Based on the image alone, a cause for this issue could not be determined and it was recommended that the site return the stapler and any suspected reloads for further failure analysis.

Event description:
It was reported that after a da vinci-assisted right upper lobectomy procedure due to lung cancer, the patient sustained a postoperative bronchial staple line dehiscence. The sureform 45 curved-tip stapler instrument was used with a green reload to staple across the bronchus. There were no error messages or complications with the firing sequence. The staple line was intact, and no further intervention was required. The procedure was completed robotically. The patient presented back to the hospital on postoperative day 10 with lethargy, shortness of breath, and signs of infection. A computed tomography (CT) scan showed a fluid collection surrounding the apex of the chest. The patient was brought back to the operating room for a subsequent thoracotomy procedure. During the procedure, it was identified that the green sureform 45 reload had partially dehisced at the beginning, middle, and end. The staple line was over-sutured and patched. All other prior staples lines from the initial procedure were intact; no further intervention was required. The patient is recovering well.